Manufacturer narrative:
Additional product code gff gfa hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the drill bit broke off when the surgeon was drilling into the patient's humerus. The surgeon was able to get the broken piece out and continue the procedure with another drill bit. There was no surgical delay. The procedure outcome is unknown. There was no patient consequence. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).